Event description:
As reported by the user facility: customer is claiming that our pump ran a drug (magnesium sulfate) too fast. Pump showed an hour left, but the bag was empty.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.